Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging that black particles found in water chamber.there was no report of serious or permanent harm or injury.there was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filled.